Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient had only 2 leads implanted. The system was explanted on (B)(6) 2020. The patient was implanted with a new system on (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02673. Related manufacturer reference number: 1627487-2020-02672. It was reported that patient experienced ineffective therapy. X-ray indicated that the leads had migrated. As such, surgical intervention took place on (B)(6) 2020. During the procedure, it was noted that the patient has an infection (reference MFR #:1627487-2020-02656, 1627487-2020-02657, 1627487-2020-02658 and 1627487-2020-02659) . In turn, the entire system was explanted to address the issue.